Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported failure. The stm replaced the module. The stm also found blood detect tubing discolored and blood specks in filter, and the stm replaced the tubing. The stm then completed functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The initial reporter is a getinge designee whose contact details are different from that of the event site; however, the contact information is not available at this time. (B)(6).

Event description:
It was reported that during a field action on the cs300 intra-aortic balloon pump (iabp), performed by a getinge designee (designee), the unit began to alarmed ¿a.p. Optical sensing module failure¿ at the start up screen after the new datasettes and the solenoid driver board were installed. At that time the designee spoke with the getinge service territory manager (stm) for troubleshooting tips and possible workarounds, the designee reinstalled the original datasettes and the unit was able to start with no errors, but when he ran the fiber optic sensor test it would fail. He was told by the stm to red tag that unit and notify the charge nurse that they needed to place service call with their service provider for repair. The unit has the new datasettes , solenoid driver board and gasket kit installed., but was still inoperable based on the noted failures and was not released for clinical use. There was no patient involvement and no adverse event was reported.